Event description:
Allergan representative reported receiving a report from the physician who noted after injection with one syringe of juvederm ultra plus xc in the "cheeks" the pt experienced "swelling, always in the morning on both sides of cheeks and under eye, tenderness" a month after injection. Hyalase was injected and the symptoms were still present "claiming still ongoing weekly and longer duration now." The physician assessed the pt approximately a month later and noted "better after hyalase, some residual lumps."

Manufacturer narrative:
Medwatch sent on 12/12/2012. Device history report summary: batch number h30l676442 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.